Event description:
A surgeon reported 5 years after an intraocular lens (iol) was implanted, glistenings were barely visible in the iol. The patient also had posterior capsular opacities. The patient's vision was reported as cloudy due to the capsular opacities. A yag laser capsulotomy is being considered. The surgeon asked that no further information be requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4).